Manufacturer narrative:
(B)(4). D10, medical product: articular surface medial congruent (mc) right 11 mm height use with tibia sizes g-h/cr femur sizes 8-11 catalog # 42522100911 lot # 66112499. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure post implantation due to fibrous in growth. Tibia was revised. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Radiographic review confirmed the tibial component exhibited approximately four (4) degrees varus alignment and had wide radiolucent lines at the tibial plate bone interfaces consistent with tibial loosening. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.